Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID neu_unknown, serial# unknown, product type unknown. (B)(4) pertains to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that the leads had come loose and was turning the device off until further directives were known. Additional information was received from the patient on 2017-nov-06. The patient reported that both their leads had come out of their body and noted that they were not sure what happened, but their sticky patch was all curled up on their back. The patient stated that they did not believe that they had anything implanted in their body anymore and noted that their trial was set to end on (B)(6) 2017. The patient was advised to follow up with a healthcare professional (hcp). No patient symptoms or further complications were reported or were expected.